Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 396-397 mg/dl. Tandem technical support (cts) performed a system check on the pump and customer noticed that no drips of insulin were seen coming from the infusion set tubing. Cts instructed customer to prime the tubing and insulin drips were seen coming from the tubing. Customer changed the infusion set and cartridge to address occlusion and verified that no issues were observed with the pump supplies. Customer continued using the pump for insulin therapy.